Manufacturer narrative:
Date of event : (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device was no longer working. Patient said when they had implanted it was at 7 and it was perfect, patient further clarified that they began to feel strong vibration and tingling that turned into pain at the implant battery site and about an inch down, so they had to turn it down to 1.8v and the pain had lessened but the urinary symptoms had returned since lowering it. Patient was recommended to follow up with their health care provider (hcp) and discuss the symptoms as request for a manufacturer's representative (rep) to have the device checked as we would not expect pain at the implant site. There was no traumas/falls reported that could be related to the issue. No further patient complications were reported/ anticipated as a result of this event.